Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump was exposed to heat before malfunction alarm occurred. There was no impact to the customer¿s blood glucose. The customer reverted to an alternate method of insulin therapy.